Event description:
It was reported that the patient's detections were turned off due to the patient being in hospice care. The following day, the device started to beep. The device remains implanted and consultation with the physician was to occur. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.